Event description:
Consumer stated the tip of two tampons have come apart upon removal and tampon pieces remained inside her. She indicated this has caused her a severe and painful infection.

Manufacturer narrative:
Device history record could not be reviewed as a lot code number was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.